Event description:
During a knee arthroscopy procedure, it was reported the patient had sustained a first degree burn approximately 2cm in size. It was reported the burn was treated using standard procedure (treatment details were not provided). The patient is reported to be doing well.

Manufacturer narrative:
Since the device was not returned and the lot number was not provided, a complete investigation could not be performed. Two devices, eliminator with integrated cable and atlas controller, were used in the same procedure. A second medwatch report will be filed under MDR 2951580-2009-00051 for the atlas controller.